Manufacturer narrative:
Device evaluation: pump malfunction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. No DHR, labeling review, ship history, or risk review required per cis product investigation wi, (B)(4). The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)).

Event description:
It was reported that due to a curvature and being unable to pump his device, the patient had his inflatable penile prosthesis (ipp) lgx pump and cylinders removed and replaced with a cx device. The patient stated that the device only worked erratically. The physician examined patient and stated that the pump working great. Regardless, the physician changed out the pump and performed a straightening procedure. The physician also performed a capsilotomy and re-positioned the pump. Product investigation complete. Device was found to meet specifications.should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a curvature and being unable to pump his device, the patient had his inflatable penile prosthesis (ipp) lgx pump and cylinders removed and replaced with a cx device. The patient stated that the device only worked erratically. The physician examined patient and stated that the pump working great. Regardless, the physician changed out the pump and performed a straightening procedure. The physician also performed a capsilotomy and re-positioned the pump. Should additional information be received a supplemental report will be submitted.